Event description:
It has been reported that during the procedure a dissection of the vessel was noticed. The physician inserted the stent delivery catheter and advanced it forward, however it would not cross the lesion site. The physician attempted to dilate the lesion using a penetration catheter, then inserted a pre-dilitation balloon and performed pre-dilatation six times. The physician then inserted and deployed a stent (2.5x18mm) to the lesion. The physician re-advanced the balloon catheter to perform a "kissing balloon technique" for a preparation of t-stenting. The physician connected the inflation device and a second device from another manufacturer , and inflated the stent delivery balloon with the inflation device, however the balloon ruptured. The physician quickly inflated the second stent balloon and implanted the stent proximal. The physician noticed a vessel perforation distal from where the performed angiograph was conducted. The physician attempted to repair the vessel by advancing a balloon catheter to the perforation and inflated the balloon with the a new inflation device in an attempt to stop the bleeding. However, the attempt was unsuccessful. The pt experienced cardiac tamponade. The pt was sent to another hospital and was treated. The physician has commented that he does not feel that the inflation device was responsible for the incident.